Event description:
It was reported that the right ventricular (rv) lead was capped due to an unknown product issue. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was capped due to an unknown product issue. The lead was replaced. No additional adverse patient effects were reported. Additional information received from the boston scientific representative indicates that there was an outer insulation breach.